Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The complainant from the stemi-dtu study group reported patient of unknown age, race and gender experienced ventricular tachycardia on 20-dec-2023, that was determined to be severe and required intervention to prevent damage. The event was determined to be unlikely related to the device and/or the impella procedure. Following impella insertion and after percutaneous coronary intervention (pci) procedure on the same day, the patient had recurring deep vein thrombosis' that required administration of amiodarone and magnesium. On 21-dec-2023, the patient was noted to have had a drop in hemoglobin due to unknown cause. This was determined to be not related to the device, but possibly related to impella procedure. On 24-dec-2023, the patient developed an insertion site infection and a groin hematoma that were moderate in severity. There was evidence of staphylococcus lugdunensis in blood cultures.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the infection/sepsis, the vf/vt/af/at, and the thrombus issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the access site bleeding, the thrombus, the infection, and the vt/vf was not determined.